Event description:
It was reported that the preloaded intraocular lens upon implantation, the lens breached the tip of the injector, and it was clear to the surgeon that the iol would not pass through the corneal incision cleanly. Rather than risking a partial insertion or a corneal tear, the injector was removed, and another lens was used in its place. No further information is available.

Manufacturer narrative:
Section a2, a3, a3 b , a4,a5 a6:unknown/ asked but not available. Section d6a: if implanted; give date: n/a. Unknown/ asked but not available. Section d6b: if explanted; give date: n/a. Unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.